Event description:
The 4.0 v lock suture was used to secure the bladder to the anterior abdominal wall, and to create a continent catheterizable channel. This has been documented as a suture option to perform this case by other pediatric urologists. One week after surgery, the patient developed a bowel obstruction and went to the operating room to evaluate the cause and v-lock suture was found to have caused adhesions of the small intestine to the posterior bladder wall where the v-lock was used. Some of it was removed at the time and it was felt that all exposed v-lock was covered. Subsequently, he had another bowel obstruction 1 week later and went back to the operating room again where more v-lock was found at the posterior bladder wall entwined with bowel. This time all the v-lock was removed that could be found, from the anterior abdominal wall as well as the posterior bladder. All knots were identified and suture was removed- it was less than 2 inches worth.